Event description:
The customer reported high voltage arcing from the system followed by a loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse was unable to duplicate the system shut down issue; however, the fse observed arcing in the hv cable. The hv cable was regreased. The system was tested and found to be working as intended and returned to service.